Event description:
The customer reported via phone call that the insulin pump had a failed battery test. During troubleshooting, the customer received an additional failed battery test. The customer also stated that she had been experiencing high blood glucose levels. Blood glucose level was not provided at the time of the incident. The customer was advised that the insulin pump would be replaced and agreed to return the device for analysis.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump had normal operating currents. The insulin pump was monitored for several days and no failed battery test alarms were noted. The insulin pump was received with a cracked reservoir tube lip, minor scratches on the display window and a scratched reservoir tube window.